Event description:
It was reported that patient faced an event where infusion set cannula fell before time due to sweat on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.